Event description:
Additional information received reported the pre-operative impedances were all out of regulation (oor) greater than 10,000 ohms. The patient had the unit off and charged. Intra-operative they replaced two leads with new leads and kept the patients old battery. In post-operative, the patient was programmed and elated with gratitude to have stimulation back and reported the therapy had been a life changer. The patient was doing exceptional in post-operative. There was no further information on the patient at that time.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 97791, product type accessory; product ID 97791, product type accessory; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type lead; product ID 3778-60, serial # , implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an out of regulation (oor) message and was unable to turn it up. The patient had a loss of stimulation on the right side/right leg and a loss of therapeutic effect. The patient also reported a shocking/jolting sensation. There were high impedances noted on electrodes 1-5, greater than 20,000 ohms. The device was programmed, avoiding using electrodes 1-5 combinations. The patient stated stimulation felt good when he left the appointment. A software update was also done. The patient¿s status was alive with no injury. It was stated that the patient loved his device and used it all the time.

Event description:
Additional information received reported the patient was unsure why they did a revision, but a lead failed. The patient was not sure when it broke and it took a couple of months. The right lead broke first and they couldn¿t use stimulation. The patient was checked before the revision surgery and the lead had already broken. The patient had 100% relief at the time of the report. The revision was the tuesday prior, (B)(6), and everything came out. The product was explanted.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that there were high impedances on contacts 0-7, stated to be greater than 10000 ohms. The patient was requesting the lead be replaced. Approximately 4-5 days prior to this report, the patient started to notice an intermittent stimulation with a ¿bee sting¿ feeling at the location of the implantable pulse generator (ipg). Then he completely lost stimulation on the right side approximately 2 days prior to this report. The patient experienced pain in the low back and both legs to knees. Reprogramming was attempted using the second lead to capture some stimulation on the right side but was unable to do so. The patient did not wish to use stimulation while only receiving stimulation on one side. Keeping the ipg charged was advised. The patient was experiencing less than 50% therapy relief at the right leg. Follow-up was performed to determine if the cause of the high impedances had been found, if it was device related, if any lead fractures had been noted, if any other troubleshooting had been performed, and how the patient was doing. This event will be updated if additional information is received.

Manufacturer narrative:
Analysis of the lead (sn (B)(4)) found that the lead body conductor was broken at the anchor site, unknown. Analysis of the lead (sn (B)(4)) found no anomaly. All conductions were broken. All conductions were broken 24.0 centimeters from the distal end.

Event description:
Additional information received reported the lead revision was scheduled for (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Event description:
The company representatives that saw the patient had not since heard from him. The patient did have good coverage of his pain the day of the last appointment and was doing well. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.